Event description:
It was reported an external fluid leak was observed originating from the waste liquid bag of a prismaflex m100 set during continuous renal replacement therapy (crrt). The unspecified crrt machine reported ¿the volume of the liquid bag was wrong and the flow problem, the chassis of the hemofiltration machine had accumulated water¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.